Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 41 mg/dl and candy was consumed in an attempt to address the low bg level. The customer had diarrhea and the flu which did not allow food to stay in the customer's system. The customer was hospitalized and was treated with intravenous glucose water which resolved the bg issue. The customer thought that the low bg might be related to a weight loss surgery and a high basal rate setting.